Event description:
New information received noted the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited continued noise. Programming changes and lead replacement options were discussed. No intervention was reported. The patient was stable and will continue to be monitored.

Event description:
New information received noted that the patient presented in the clinic on (B)(6) 2019. The egm storage was reprogrammed to be able to locate the source of the noise. The patient will be brought back for further programming changes. The patient was stable throughout.

Event description:
New information received notes that the patient was brought into the clinic on (B)(6) 2019. Programming changes were made. The patient was stable throughout and will continue to be monitored remotely via merlin.

Event description:
The physician believed that the oversensing issue could cause inhibition of rv pacing as the patient is pacemaker dependent.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, right ventricular lead oversensing and noise were observed. The noise was not reproducible in clinic. Programming changes were made. The option of additional programming changes and a lead revision were discussed. The patient was stable.

Event description:
New information received noted the patient presented in clinic for follow up on (B)(6) 2019. Right ventricular lead noise was unable to be reproduced in clinic. Additional programming changes were made. The patient was stable throughout and will continue to be monitored.